Event description:
The customer reported to olympus that the gastrointestinal videoscope had debris being used on a patient. The doctor did not feel he should be seeing. The videoscope was used during a diagnostic with control of bleeding procedure. According to the customer, the issue was found during cleaning of the subject device assuming, had decreased suction at the end if that was the case. Upon further communication, customer confirmed that debris did not fall into the patient. The procedure was completed with the same device, with no delay. There were no error messages observed because of the failure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition, the device evaluation found following findings: there was a cut on switch # 5, but switches were functional; there was reduced angulation; dents and scratches were found on distal end plastic cover; objective lens and light guide (lg) lens had edge chipped and worn glue; bending section cover glue was cracked; scratches were found on the insertion tube and lg tube and found lg prong had loose cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.